Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed and was not detected on the bus. A field service engineer tested the remote manager and found no issues with the system. Then the customer also tested the system and found no issues. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fridge failure and was not detected on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.